Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The indication for use was complex regional pain syndrome type ii. It was reported that the healthcare provider (hcp) said that the patient got an MRI scan last year because they did not have a spinal cord stimulator (scs) device last year, but the implant date was in 2006 for the scs device. The hcp called back to state they did abdominal and pelvic imaging on the patient and confirmed the patient does not have their ins or leads implanted anymore. Caller states this was removed in 2012, according to the medical chart.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.